Event description:
The patient reportedly had a flow study done ¿two¿ (B)(6) ago. The medication was shown as flowing into the intrathecal space but ¿was also leaking out at other places but they said they wouldn¿t do anything about it¿. The medication being delivered via the device system at the time of this reported event was not reported and no further information was provided.

Manufacturer narrative:
Concomitant product: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2007, product type catheter. (B)(4).